Event description:
The patient reported that in the first part of (B)(6) 2013 ¿it got contaminated during the refill.¿ the nurse reportedly did not have the necessary needle. They poked the patient six times with the same needle. The patient stated they were skinny and only the small needle worked for them. They stated it was an accident, and the nurse did not have any other needle. The patient stated the pump was to be replaced on (B)(6) 2014 because the pump was supposed to last for six years ¿plus it got contaminated¿. The medications infused were bupivacaine and morphine. A representative later reported that the patient had reported to their doctor that the pump was contaminated because the nurse who performed the refill did not wash their hands. The pump replacement was still scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID neu_refill needle, serial # unknown, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).